Event description:
During a laparoscopic radical prostatectomy, clinical staff attempted to load the teleflex ligation clips into the applier and the clips "crumbled" into pieces during the attempt. New clips were obtained and loaded without incident. This incident occurred off the patient field and had no contact with the patient. Minor delay of a few minutes in getting new teleflex clips.